Manufacturer narrative:
Updated field: b4, b5, b6, b7, e2, e3, e4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: version or model is corrected due to characterization limit e1: initial reported name: michael blackmon it was reported , the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and isolated the problem to the pcba cardiosave rohs power management (d670-00-1162). Once the repair was completed, the unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that in cardiosave intra aortic balloon pump the batteries are not charging, there is no patient involved.

Event description:
It was reported that in cardiosave intra aortic balloon pump the batteries are not charging, there is no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.